Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer noticed that the reservoir was out of the pump when she woke up at the time of the event. The opening of the reservoir compartment was missing the top edge that allows the reservoir to lock in place. Her blood glucose level was reported to be 345 mg/dl. She was advised to disconnect from the pump and revert to back up plan. The product is not being returned. Nothing further to report.